Event description:
Fire department reported pt received a reading of 121 mg/dl while unconscious. The fire department provided 25 mg of dextrose to raise glucose levels. Another unknown brand meter was used by the fire department with a lo result. Testing was conducted on the fingers. Further info related to the event is unavailable.